Event description:
The account alleges the cardio pulmonary resuscitation will not engage. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.